Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that an m. Blue (part # fx815t) was implanted during a procedure performed on an unknown date. According to the complainant, the device was believed to be blocked. The complaint device has been returned to the manufacturer for evaluation. Although requested, no additional information has been made available.

Manufacturer narrative:
Manufacturing and quality control data: the m.blue® was manufactured by a qualified employee on november 2021. Deviations during assembly did not occur. The product was finally tested as article fx815t and released for packaging and sterilization and was sterilized by miethke. The m.blue® has a normal pressure range of 0 to 40 centimeters water (cmh2o). A fixed opening pressure of zero (0) cmh2o in the horizontal position (differential pressure unit) and an additional adjustable gravitational unit of 0 to 40 cmh2o in the vertical position. Both realized in one valve. The parameters after completion of the valve assembly were tested at a flow rate of 5 milliliters per hour (ml/h) or 50 ml/h at the gravitational unit set pressures and 0, 10, 20, 30 and 40 cmh2o at the differential pressure and were found to meet specifications. All tested parameters were assessed according to specifications. Visual inspection: no abnormalities were detected during the visual examination. Permeability test: a permeability test was performed which showed that the valve was not permeable. Adjustability test: the m.blue® was found to be non-adjustable within the specified range. Braking force and brake function test: the braking force test indicates that the brake function of the m.blue® was present. However, due to the non-adjustability of the valve, an investigation of the braking force was not possible. Internal inspection of product: further evaluation was performed by dismantling the valve; deposits were found in the m.blue®. Results: based on the investigation results, the valve was confirmed to have a blockage and was not adjustable. The deposits observed inside the valve were the likely cause of the blockage and the non-adjustability. Existing deposits in the cerebrospinal fluid (csf) can temporarily impair the valve functionality and is a described concomitant symptom in hydrocephalus therapy. Additionally, a defect at the time of release was excluded; the valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
Patient details: age - 3 years, weight - 12.65 kilograms (kg), height - 98.5 centimeters (cm), gender - female.